Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What grade of hemorrhoids did the patient have? Were the hemorrhoids circumferential or in a column? Was the firing handle released to the home position after the surgeon attempted to fire the device? Did the surgeon apply constant pressure to continue the first firing stroke when the assistant helped fired the device or was the device fired a second time? Could you please clarify what is meant by ¿convert to open¿? Could you please describe the staple formation? What was done to complete the surgical procedure? What is the current patient status?

Event description:
It was reported that during a hemorrhoidectomy procedure that the surgeon wanted to fire but find it very hard to complete the fire. Then the assistant helped to complete the firing however the staples did not form nicely. The blade cut the washer. Stapler failed. The procedure was converted to open to complete the case.

Manufacturer narrative:
(B)(4). Batch # n57e63. After review of the additional information received, it has been determined this does not meet the criteria of a serious injury and has been downgraded to a malfunction. Additional information was requested and the following was obtained: what grade of hemorrhoids did the patient have? 4th stage were the hemorrhoids circumferential or in a column? Prolapsed was the firing handle released to the home position after the surgeon attempted to fire the device? N/a did the surgeon apply constant pressure to continue the first firing stroke when the assistant helped fired the device or was the device fired a second time? Yes could you please clarify what is meant by ¿convert to open¿? Using sutures. Could you please describe the staple formation? Affiliate will follow up with sales rep to obtain photographs. What was done to complete the surgical procedure? Surgeon used suture to close up the wound. What is the current patient status? Stable was the patient¿s hospitalization prolonged as a result of the surgeon converting to open hemorrhoidectomy? If yes, please describe how long. The hospitalization was normal. It was not extended due to this event. The device cut, but did not staple. Due to the bleeding, the surgeon had to suture the site. This prolonged the surgery, but confirmed it was prolonged less than an hour. Photographic analysis: the picture shows the casing with the knife lodge inside, the knife appears to be damaged. A second picture shows the anvil with the washer cut off center with three staples stuck on the washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. In addition three staples stuck on the washer. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due to the damaged to the knife does not allowed the knife to be fully retracted into its home position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.